Event description:
The customer reported that the left (live) monitor was not working. This issue will cause the system to be unusable due to the inability to see the live image. There is no report od injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in repairing the system. System operates as intended.